Event description:
User experiencing intermittent discrepant calcium results, approximately 4 out of 100 samples each day for 3 days. Only the following example was provided: initial calcium result 5.3 mg/dl, same sample repeated gave result in normal range of 8.6 mg/dl-10.2 mg/dl. The initial result was not reported. The field service representative determined there was a problem with the rinse mechanism. The instrument was repaired.